Event description:
The technician alleged the brake casters are ratcheting when lateral pressure is applied while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.